Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. A conclusive cause for death could not be determined in this complaint. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: predictors of rehospitalization after percutaneous edge-to-edge mitral valve repair by mitraclip implantation.

Event description:
This is being filed to report the death. It was reported through a research article, identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the article: predictors of rehospitalization after percutaneous edge-to-edge mitral valve repair by mitraclip implantation. No additional information was provided.